Manufacturer narrative:
The insulin pump had a constant alarm due to a software error. The displacement test could not be performed and no motor error alarm could be verified due to the software error alarm. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal delivery. The customer's blood glucose was 347 mg/dl. The customer stated that the insulin pump had been exposed to an airport body scanner. The customer was unable to complete the rewind sequence. The customer also reported that the insulin pump alarmed force sensor calibration values corrupted. She was unable to continue the troubleshoot procedure for the force sensor calibration values corrupted alarm, as the insulin pump would reset and alarm again each time she cleared it. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.